Event description:
During a lap cholecystectomy, the tip of the clip applier broke off and fell into the body cavity. The tip could not be retrieved through the trocar port. The incision had to be enlarged to remove the tip from the tissue.